Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Pump received with cracked battery tube threads, cracked lcd window, broken reservoir tube lip, stained end cap sticker and stained address, serial number label. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The drive support cap did not appear with any damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.